Event description:
Additional review indicated that the patient had fluid on her back where the catheter was at and there was fluid where the pump was at near the ribs. The patient had swollen. The patient¿s family suspected the pump or the catheter was leaking. The health care provider patched it up. The patient¿s family stated the patient ¿hadn¿t laid on her back for 72 hours and then the last time she was going to lay her ¿ lay on her back for 72 hours.¿

Event description:
Additional information received reported that the health care professional (hcp) tried to do a dye study but was unable to aspirate the catheter and was unable to push anything in. A catheter blockage was reported but was not confirmed. The hcp tried to access the catheter access port (cap) under fluoroscopy using the anterior/posterior view. It was believed that the "hcp was in the cap due to the resistance that was experienced when trying to aspirate/inject." Volume discrepancies were reported. At the last refill, the expected residual volume was 6.1 ml, but the actual volume was 16 ml. The patient had no pain relief and reported the return of her pain symptoms. It was also reported that the patient had "maximum fluid where the catheter is and maximum fluid where the pump is" which had happened three times since the patient's last surgery in (B)(6). The patient had experienced dizziness and headaches since implantation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient underwent a complete catheter replacement on (B)(6) 2012. It was undetermined where the blockage in the catheter was. At the time of the report the patient was under the physician's care and receiving effective therapy.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8590-1, lot# n285952, implanted: (B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), explanted: 2012 (B)(4), product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a volume discrepancy at the first refill after implant. The actual residual volume was 20ml, which was greater than the expected residual volume of 2ml. The patient had increased pain. There were no alarms. The pump was interrogated, and it was noted that the programming was correct, and a bridge had been programmed. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.